Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the event description originally read, the clip was deployed though clips remained in the device. As not all clips were fired prior to this event, several clips were remaining in the device, but the clip did not come out. The analysis results found that the mcm20 device was returned with a clip in the jaws; the cycle was completed and one clip with gap was formed. During the completion of the cycle, dried body fluids came off from the shaft. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed three conforming clips; the device locked out as intended. A possible cause for the reported feeding issue is the dried body fluids that were found to be present on the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy, the clip was not deployed though clips remained in the device. Another device was used to complete the case. There were no adverse consequences to the patient.